Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had foreign material that looks like rubber. This issues was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: upon further investigation, it was determined that this report is a duplicate of manufacturers report # 1416980-2021-07552. All investigation activities will be captured under mfg. Report # 1416980-2021-07552. Should additional relevant information become available, a supplemental report will be submitted.